Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a type ia/ib endoleak in a previously implanted unnamed stent graft on (B)(6) 2021 it was reported the existing graft was flared and had lost wall apposition at the distal end creating a type ib endoleak in the right limb (enlw1624c95ee). During the procedure a etlw1610c156ee device was implanted from flow divider to reia to resolve the type ib el. The etl1610c156ee was very narrow at the distal end. It was angioplasty ballooned with a 10x40 balloon. The next angio run showed a possible type iiib leak outside of the graft, a non-mdt 10x29mm (be graft) device was placed inside the etlw1610c156ee at the distal end and the leak was resolved. An aortic cuff (etcf2828c49ee v30571057) was additionally implanted to treat a type ia endoleak. The endoleak was not resolved and endoanchors were implanted. Follow up CT has not yet been completed to confirm if type ia endoleak has resolved. Per the physician, the reia was calcified and could have caused a hole in the graft when it was ballooned. The cause of the type ia endoleak is undetermined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.